Event description:
It was reported that this was an arteriotomy closure of a heavily calcified and tortuous common femoral artery using the pre-close technique prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, three prostyle devices did not work. The sheath was upsized, and the tavr procedure was completed. Hemostasis was achieved with manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the lot number was not reported. Review of the corrective and preventive actions (CAPA) was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: primary UDI number - a partial UDI was provided as the lot number is not known. The additional devices referenced in b5 are filed under separate medwatch report numbers.